Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the specific root cause of the insertion tube coating peeling off could not be determined. However, it may have been caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use: the olympus airway mobilescope maf type gm instruction manual, chapter 3 ¿preparation and inspection¿, section 3.6 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the connecting tube had coating peeling (1mm2 or more). The additional evaluation findings are as follows: the battery/card cover was deformed, due to a pinhole on channel tube, water tightness was lost, due to a damage on camera section, the water tightness was lost, the adhesive on bending section cover had a chip, the connecting tube had a wrinkle, due to wear of angle wire, the bending angle in up direction did not meet the standard value, image guide bundle had significant breakages, due to damage on image guide bundle, the image had a stain, and due to deformation, the buckle could not be opened or closed smoothly. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the battery cap was damaged on the airway mobilescope and the power did not turn on. The device was returned for evaluation. During the device evaluation, it was found that the coating on the image guide tube was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.